Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip fell out on the first firing. On the second firing the clip did not form, it produced an odd shaped "u" and then locked out. Another device was used to complete the procedure. There was no pt consequence.